Manufacturer narrative:
Additional email: (B)(6). Device evaluation: the iab was returned with the membrane completely unfolded and traces of blood observed on the exterior of the catheter and between the catheter and the sheath. No blood was visible inside the iab catheter or within the statgard sleeve. The extender tubing was also returned. A kink was observed on the catheter tubing approximately 50cm from iab tip. A second kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 75.7cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the statgard sheath seal, balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported leak cannot be confirmed by the evaluation. Note: per instructions for use, if blood is seen passing the sheath seal following insertion through a sheath, disengage sheath seal from hemostasis valve. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference (B)(4).

Event description:
N/a

Manufacturer narrative:
Occupation: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2024 at 21:30. On (B)(6) 2024 at 17:50, the clinician noticed blood in the stat guard sheath area. It was noted that an alarm was generated for helium leak. It resolved on its own, and was not alarming when the nurse notified the advanced practice provider or clinical practice lead. It was one alarm and then resolved without intervention. The iab was removed within 10 minutes of noticing the blood as they were not sure if it was an internal issue due to an iab leak. There was no patient harm or adverse event reported.